Event description:
It was reported that the patient developed an infection one month post change-out of their cardiac resynchronization therapy pacemaker (crt-p). The crt-p system was extracted as a result. A temporary pacing lead was implanted for pacing support. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:500dm33 mechanical valve, implant date: (B)(6) 2015. 310c33 tissue valve, implant date: (B)(6) 2015. W1tr01 crt-p, implant date: (B)(6) 2024. 6725 adaptor, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a leadless implantable pulse generator (ipg) was implanted at a later date.